Manufacturer narrative:
The pump is not being requested to return at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows no activity outside normal use. The black box shows the last basal delivery was made at 7:42pm on (B)(6) 2012. Deliveries were not resumed after that time. A power interruption for seven hours was observed from 7:51pm on (B)(6) 2012 to 2:31am on (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The meter was not returned with the pump for investigation. The pump powers on appropriately and paired with a test meter remote successfully. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Periodic boluses were executed using the various bolus features, and all boluses were accurately recorded in the pump history. The I:c ratio was set at 1u:8g at 8:30am and was activated appropriately at the programmed time. The ezcarb calculation was found to be correct and shoed the user's programmed target bg. There was no damage found to the force sensor circuit or the power circuit. There was no moisture observed inside the pump. There was no defect found on investigation.

Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 497 mg/dl with nausea and dizziness after switching to a replacement pump. The patient expressed concern that the pump settings may not have been programmed correctly. The pump settings were reviewed and found that the pump's insulin to carbohydrate (I:c) ratio was set to 1 unit:15g but the patient indicated that is should have been 1 unit:8g. The patient also noted that the insulin sensitivity factor was set to 1 unit:50mg/dl, that patient indicated being unsure of what the setting should have been. Customer support walked the patient through correcting the I:c ratio and advised the patient to follow up with a health care professional regarding the appropriate pump settings. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect programming of the pump settings.